Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer recognized during cartridge change insulin in cartridge compartment. The customer reported that the current cartridge was not leaky but must have happened a while ago, as the insulin was not fresh - was crystallized. No adverse event alleged. Device not available for return.